Manufacturer narrative:
One open, cannula in a tip protector tray, taped to a packing list was received for the report of cannula clogged. Sample was visually inspected and found to be nonconforming. Inner diameter of cannula at the hub end was occluded. Sample was sent to particle lab for analysis and was found to best match epoxy resin. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo was reviewed by the manufacturing site. Photo show a needle inside plastic cover taped to packing list. Reported issue cannot be confirmed from photo. The complaint evaluation confirms the reported issue of the cannula clogged at the opening. The particle analysis found the foreign material best match to be epoxy resin. The cannula assembly is a component that is received at the manufacturing site from an external supplier. The root cause of the epoxy resin in the cannula ID in hub end is related to the supplier¿s manufacturing process. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. This inspection includes visual inspection for foreign material. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before intraocular lens implantation procedure, an ophthalmic cannula clogged during flushing. The surgery was completed on the same day with an alternative cannula. There was no patient contact. This complaint is pertaining the three of three reports received from the initial reporter.